Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to manufacturer as still implanted. As reported, surgeon noticed a migration of an half anchoring plate on x-rays at 1 post-op, confirmed on follow-up surgeon considers that no revision is needed, patient is asymptomatic. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause is related to an incorrect insertion: cage was not screwed correctly on implant holder and thread of cage has been damaged, so it could have created a gap between cage and implant holder during insertion of anchoring plate. In that case, anchoring plate could be not fully inserted, and not be locked in cage. Moreover, there was a presence of spondylolisthesis which is contraindication in avenue t use, issue is also related to failure to follow IFU. If any further information is found which would change or alter any conclusions or information, a supplemental report will be field accordingly. Zimmer biomet will continue to monitor for trends. Product still implanted.

Event description:
Avenue t: migration of anchoring plate. Surgeon noticed a migration of an half anchoring plate on x-rays post-op confirmed on follow-up. Surgeon considers that no revision is needed, patient is asymptomatic. Avenue-t surgery on 1 level in l4-l5.